Event description:
I bought my child the crayola toothbrush and the 2nd time she used it the bristles are coming out in her mouth. This is a bit concerning and I cant risk her to get the pieces stuck in her throat so we stopped using it.

Event description:
I bought my child the crayola toothbrush and the 2nd time she used it the bristles are coming out in her mouth. This is a bit concerning and I cant risk her to get the pieces stuck in her throat so we stopped using it.